Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start up. Upon functional testing, the fse found that the system application couldn¿t start up, due to host pc application software was crashing. To resolve the reported issue, the fse replaced the host pc os disk and restore system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not start up due to host-pc application software crash. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.